Event description:
(B)(4). Reason for original complaint- patient was revised to address hip pain possibly due to metal reaction. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for infection. Only the head and liner were revised. Clinic notes from after the dor indicated it was a questionable infection, but nothing ever confirmed there wasn't an infection so the cup and stem are now being added to the complaint since infection was alleged per litigation. Lab results from (B)(6) 2012 indicated the metal ion levels were below 7ppb. An MRI report from 3/26/2014 (after dor) mentions possible osteolysis, but there is no mention of a second revision. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection and elevated metal ions.